Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 50 mg/dl back to back with a result of 80 mg/dl when testing was performed within 5 minutes on the aviva system. No actions were reported taken or treatment received by the customer. A request was made for the return of the suspect device and replacement product was sent.